Event description:
Silicone breast implants: 8/24/82. Implants redone: 8/31/88 and 9/15/89. Went from perfect health and very athletic to severe health problems. Have been certified as disabled by social security. Symptoms include extreme fatigue, intestinal problems, arthritis, hair loss (50%), depression, nausea, fevers of up to 101 almost daily, memory and cognitive impairment, dizziness and disorientation, tremors, loss of balance, lung and breathing difficulties (requiring use of oxygen), bladder problems, tingling in hands and fingers, burning sensations under skin, blurred vision, mouth and scalp ulcers, disfiguring rashes on chest and neck. Diagnosed with atypical connective tissue disease with lupus-like symptoms. Now can no longer work.